Event description:
It was reported that 2 of the bd ultra fine¿ insulin syringe had scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about scale printing misalignment. According to the customer report some scale printouts are slightly misaligned. An inquiry was made as to whether this could be corrected. The company said this occurs regardless of the lot size.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd ultra-fine¿ insulin syringe had scale marking issues. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about scale printing misalignment. According to the customer report some scale printouts are slightly misaligned. An inquiry was made as to whether this could be corrected. The company said this occurs regardless of the lot size.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?yes no d9: returned to manufacturer on: 22mar2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10